Event description:
On (B)(6) 2019, 2 medtronic nerve stimulator batteries were removed, and replaced with a model sc-1160 spectra wave writer implantable pulse generator kit sn (B)(4), 01/07/2021. On (B)(6), the new battery site was red swollen and tender to touch related to multiple adapters per the md. On (B)(6) 2019, I developed septic shock and lay on a hotel floor for 36 hours. I was transported to (B)(6) where my bp was 80/40 and my temp was 102, they gave me fluids and multiple antibiotics. The next day (I think) I was transferred to (B)(6). The following day I had surgery to remove all of the devices. I was unable to breathe on my own, so I remained intubated for 24 hours. I remained in ICU for a few more days then was transferred to the ortho floor and continued on IV antibiotics and tid wound care, finally on (B)(6) I was discharged on po 1 gm tid and bid wet to dry dressing changes which my computer nerd husband is doing. My leg muscles are very weak and painful. I require a walker to ambulance more than a few steps.